Event description:
The pt presented for f/u with dyspnea on exertion and a tee revealed flail leaflet with 4+ mitral regurgitation. A re-do mvr was performed where a 29 mm sjm epic valve was implanted. The physician noted that one leaflet of the explanted valve had two perforations near the sewing ring. The pt was reported to be in stable condition postoperatively.